Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 200 laser fiber, the tip of the fiber broke off. It is unknown if the tip of the fiber broke off inside or outside the patient. The physician was unable to locate the tip of the fiber. Laser energy from a stone light laser set at 1 joule and 10 hertz was being used with the fiber. The procedure was completed with another accumax 200 laser fiber without any complications to the patient, who is reportedly fine post procedure.

Manufacturer narrative:
Visual examination of the returned fiber revealed that the pattern on the tip face is consistent with degrading. There is no exposed glass tip of the fiber remaining.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 200 laser fiber, the tip of the fiber broke off. It is unknown if the tip of the fiber broke off inside or outside the patient. The physician was unable to locate the tip of the fiber. Laser energy from a stone light laser set at 1 joule and 10 hertz was being used with the fiber. The procedure was completed with another accumax 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.